Manufacturer narrative:
Age at time of event: (B)(6) years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. After a non bsc guide wire crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc mr, (emerge¿) balloon catheter was advanced to the lesion via the guide wire and dilation was started. However, on the first inflation at 6 atmospheres for 5 seconds, the pressure gauge did not increase. The device was removed from the patient and it was noted that the balloon ruptured longitudinally. The ruptured balloon was completely removed from the patient¿s body and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote fc balloon catheter with no other devices. There was contrast and blood in the inflation lumen and balloon. Magnified inspection identified a pinhole and scratch in the balloon material at the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. After a non bsc guide wire crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc mr, (emerge¿) balloon catheter was advanced to the lesion via the guide wire and dilation was started. However, on the first inflation at 6 atmospheres for 5 seconds, the pressure gauge did not increase. The device was removed from the patient and it was noted that the balloon ruptured longitudinally. The ruptured balloon was completely removed from the patient¿s body and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.